Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pt was receiving effective stimulation. The typical duration for recharging was 3 weeks. Recently charging was necessary after 3 days. The implantable neurostimulator (ins) was fully charged on (B) (6) 2010, and was then almost depleted by (B) (6) 2010. The settings were as follows: 1 group, 2 programs; a1 : 8v; 270; 50hz 1-; 3+; 4+; 7-; and a2: 10, 5v; 210; 50hz; 5-; 6+. Impedance measurements were checked and found to be approximately 1300 ohms for all leads. The ins was replaced. There was reported to be no pt injury and the pt was receiving effective stimulation as before the replacement. It was noted that the pt had 3 MRI scans: (B) (6) 2008, (B) (6) 2009, and (B) (6) 2010.